Manufacturer narrative:
The company rep replaced the front end pcb. The iabp was tested to factory spec. The pump showed same symptoms and problem. The unit was returned to the (B)(4) repair center, (B)(4) for eval. The root cause for the incident was attributed to the faulty front end pcb ((B)(4)), which was drawing excessive current and tripped bulk input poly fuse f1 (note: rated for 0.75a). The front pcb may also have a short on its bulk supply line. The board was replaced, unit repaired and re-sold. A CAPA was opened to investigation and address the issues observed with this front end board. The investigation recommended to replace u102 mosfet with a clamping rectifier schottky diode in the board. Effectiveness of the corrective action was verified and CAPA was closed. The start up problem attributed to the front end board only occurs upon a cold start of the cardiosave system. This does not affect therapy. There is no issue once the pump is operating. (B)(4).

Event description:
During a routine check, the company rep stated that the iabp "is switched on the icon turns counter clockwise and then clockwise. It will not come out of this mode and the system will not go to the normal operation mode. It cannot go into the special operation mode (service diagnostic mode) as well. Observing the led display on the executive processor board shows f7 and stays there. Another symptom that we observed is that when the cardiosave is plugged to the ac mains and the mains is turned on, the cardiosave automatically switches on by itself without us pressing the system's on/off button. The pump has to be switched off by turning off the ac mains". No pt was involved.